Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc that they were facing issues with incoming de-ionized (di) water. The customer was getting negative/low anion gaps. The customer performed water cultures twice and both results came out positive. The customer inspected millipore system and noticed that the water filter was due for replacement. The customer changed the water filter and also changed the reagent pack. The customer received new water culture results from milipore system (main di water system) and it was negative. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the dryer tip and rebuilt the reagent probe 1 pump. The cse also replaced the nozzle with sensor and wash valve 12 (wv12). The cse reran co2_c samples and obtained results within expected range. The cause of the discordant co2_c results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant carbon dioxide concentrated (co2_c) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The customer repeated the samples on the same instrument and obtained corrected results. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.